Event description:
The certified nursing assistant stated that she was using the maxi move and clip sling to place the resident back into bed. She stated that she thought she had all four sling clips down and in place on the dynamic positioning system (dps). While transferring pt, one of the sling clips came off and pt fell into bed, hitting her head on the bed backboard, and hitting her arm on the side rail. She sustained a bruise on right arm and bump on head, on which ice was applied.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh inc on behalf of the manufacturer, arjohuntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.